Event description:
It was reported that the patient is experiencing a leaking artificial urinary sphincter(aus) device due to damage to the balloon. The device can now not be used after approximately five years of placement. The patient is requesting that the device is checked for any problems. A patient outcome of no patient injury was reported.

Manufacturer narrative:
D4 model and catalog number updated.

Event description:
It was reported that the patient is experiencing a leaking artificial urinary sphincter(aus) device due to damage to the balloon. The device can now not be used after approximately five years of placement. The patient is requesting that the device is checked for any problems. A patient outcome of no patient injury was reported.

Manufacturer narrative:
The balloon component was visually inspected, microscopically examined, and tested for leaks. There was a balloon sphere tear causing a fluid leak that was the result of input tube wear (see attached image). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally test due to the confirmed damage. The cuff component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump passed functional testing. Based on this investigation, the investigation conclusion code cause traced to component failure was chosen because a balloon malfunction was identified through product investigation and found to be the most probable cause of this event. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.

Event description:
It was reported that the patient is experiencing a leaking artificial urinary sphincter(aus) device due to damage to the balloon. The device can now not be used after approximately five years of placement. The patient is requesting that the device is checked for any problems. A patient outcome of no patient injury was reported.